Manufacturer narrative:
H3): the device was discarded, thus no investigation could be completed. H6): based on the information received, significant force was applied that could have caused the lead to become stuck inside the glidelight. The spectranetics IFU states that when an obstruction is met and the laser sheath cannot be advanced, press the laser sheath gently into the obstructing tissue. While the laser is firing, use gentle pressure on the laser sheath to advance the device. Additionally, great vessel perforation is a known risk of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and a left ventricular (lv lead) due to pocket infection. Spectranetics lld ez lead locking devices (llds) were inserted into each lead to provide traction. The lv lead was successfully removed using traction only. Then, using a spectranetics 16f glidelight laser sheath on the rv lead, the glidelight was pushed with significant force to try to attempt lead extraction. While working to remove the glidelight to use another tool, the lead became stuck inside the glidelight, and during ongoing attempts to free the device, the lead and the glidelight were pulled out together. The patient's blood pressure dropped and rescue efforts began, including bypass and sternotomy. A large superior vena cava (svc) perforation was discovered and repaired. The patient survived the procedure. This report captures the 16f glidelight in use when the perforation occurred, requiring intervention.